Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of event onset is not known and is estimated based on the reported info.

Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack due to administration of the products which were administered for dialysis treatment.